Event description:
Abbott midlength secondary IV set 40 inch item no 11181, has an inline filter which is installed backwards. Line occluded due to backwards filter necessitating add'l effort on nurses part to administer med through line. Multiple events: 8/2002 pump kept alarming with occluded line, nurse noted that filter was in line backwards. The next day - on followup to above event 2 add'l sets were found that were made backwards (not used on pt). 8/2002-pump kept alarming with occluded line. Nurse discovered set with backwards filter. 9/2002-pharmacist assembling bags noted 2 add'l sets with filters installed backwards in line. Did not reach pt.